Manufacturer narrative:
UDI: (B)(4). DHR - lot 5076482 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2021-00095. A surgeon reported an out of box failure of the certas valve. Issue detected before implantation. A minimal surgical delay was reported.